Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle broke inside the patient's body and they were able to recover it. There was no patient injury.